Event description:
Information received from the field notes that dashes (---) were observed for programmed parameters and measured data could not be obtained. The patient was tracking p waves at 80 bpm but had complete heartblock and was pacemaker dependent.